Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: right lower abdominal pain') in a 41-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude, fallopian tubes" in 2012. The patient's medical history included morbid obesity, hernia, migraine, headache, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, vomiting, numbness, back pain, anemia, cervicitis, leiomyoma nos and right lower quadrant pain. Concurrent conditions included hypertension, multiple allergies, asthma and pain nos. Concomitant products included clarithromycin (claritin) since 2010, epinephrine (epipen) since 2014, hydrochlorothiazide since 2008, montelukast sodium (singulair) since 2010, oxycodone since 2014, prednisone since 2014 and salbutamol sulfate (albuterol sulfate) since 2014. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full); oophorectomy (bilateral); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: right lower abdominal pain, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), fatigue, pelvic pain female most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received and lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain: right lower abdominal pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude, fallopian tubes" in 2012. The patient's medical history included morbid obesity, hernia, migraine, headache, vaginal haemorrhage and menorrhagia. Concurrent conditions included hypertension, multiple allergies, asthma and pain nos. Concomitant products included clarithromycin (claritin) since 2010, epinephrine (epipen) since 2014, hydrochlorothiazide since 2008, montelukast sodium (singulair) since 2010, oxycodone since 2014, prednisone since 2014 and salbutamol sulfate (albuterol sulfate) since 2014. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-apr-2019: reporter information was added. This case concerns 41 year old patient. Her historical and concurrent conditions were added. Lab data was updated. Essure insertion and removal date was added. Concomitant medications were added. Per plaintiff fact sheet following events: pain: right lower abdominal pain) (previously reported as pelvic pain), abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), fatigue and failure to occlude, fallopian tubes were added. She had not recovered from the aforementioned events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: right lower abdominal pain') in a 41-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude, fallopian tubes" in 2012. The patient's medical history included morbid obesity, hernia, migraine, headache, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, vomiting, numbness, back pain, anemia, cervicitis, leiomyoma nos and right lower quadrant pain. Concurrent conditions included hypertension, multiple allergies, asthma and pain nos. Concomitant products included clarithromycin (claritin) since 2010, epinephrine (epipen) since 2014, hydrochlorothiazide since 2008, montelukast sodium (singulair) since 2010, oxycodone since 2014, prednisone since 2014 and salbutamol sulfate (albuterol sulfate) since 2014. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full); oophorectomy (bilateral); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: right lower abdominal pain, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), fatigue, pelvic pain female quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.